Event description:
This is a report of a colleague infusion pump with lines across top of main display. The reported condition occurred during upon power up. Patient involvement is unknown; however, no patient injury or medical intervention occurred. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "lines across top of main display" was confirmed and reproduced during product evaluation. This condition was caused by lines on the main display. The main display was replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.